Manufacturer narrative:
A philips biomedical equipment technician (bet) was dispatched onsite to evaluate the device. The bet confirmed there was a little distorted sound coming from the speaker. The bet tried re-seating the speaker assembly; however, there was still no change regarding this issue. The customer was provided a new speaker assembly to be reinstalled. After the bet completed installation of the new speaker, the device was tested for performance verification testing (pvt) and it was returned to working specification. No further investigation or action is warranted at this time. Updated reporting decision: non-reportable a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
It was reported there was a speaker malfunction message. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.